Manufacturer narrative:
It was reported that, a after hip resurfacing (bhr) surgery was performed, the patient experienced an unspecified infection. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup or the head, however this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The wash-out, subsequent removal of the implants and implantation of a spacer was done due to a chronic infection. The chronic infection is highly likely of an exogenous nature. It cannot be concluded the infection and associated treatments were associated with the implant. The patient impact is the reported ongoing infection, washout, and spacer. It¿s noted a spacer exchange is planned. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, after hip resurfacing (bhr) was performed on (B)(6) 2022, the patient experienced an unspecified infection. Patient has battled an infection for some time as a washout was previously performed on (B)(6) 2022. This event was treated by performing a revision surgery on (B)(6) 2023, in which a spacer was placed. The patient is still infected and a spacer exchange is planned in the next month or so.